Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in an 80-year-old male patient for the indication of high-risk percutaneous coronary intervention. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage a. During device placement, the impella cp was advanced over a 0.018 inch guidewire across the aortic valve. The physician reported dissatisfaction with device tracking and elected to remove the device and restart the procedure. During attempted device removal, the 0.018 inch impella guidewire was noted to kink. It was reported that there was difficulty removing the device, with the physician stating that the device may have become caught on calcification within the femoral artery. The device was eventually explanted; however, the 0.018 inch guidewire appeared to be stuck on calcification. A vascular surgeon was consulted and assisted with successful removal of the guidewire. No patient injury was reported. The 14 french impella sheath was removed, and the access site was closed using two perclose devices. The procedure was aborted. The patient outcome was unknown.

Manufacturer narrative:
B5 narrative was updated and malfunction was changed to serious injury and h6 codes have been updated.

Event description:
It was reported that positioning of an impella cp was unacceptable to the physician so the pump was explanted. Upon explant the guidewire was kinked. The physician believes the wire got caught on the patient's calcified femoral artery. Vascular surgery assisted in the explant of the pump. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Difficult/unable to remove through other device: guidewire kink was observed in the returned product. The cause of difficult/ unable to remove through other device was most likely patient condition related since patient had calcification of vessels. Pd-any device-(twist, bent, kinked): guidewire kink was observed in the returned product. The cause of product damage was most likely patient condition related since patient had calcification of vessels.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.